Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Device received but remains under investigation.

Event description:
A patient of undisclosed age and gender underwent an unspecified procedure in which the zilver 518 vascular self-expanding stent, g43777, was used. The hub of the detachment part on the catheter came apart from the sheath and the catheter would not deploy/detach. They pulled the red safety tab, had some resistance when trying to pin pull. They did admit it may have been user error- was unnecessarily forceful with the black hub. They were able to safely remove the defective zilber and place a new zilver successfully. No issues with patient and no additional measures were necessary. The device was inspected prior to use, and no damage was seen. The target location for the stent was the transverse venous sinus (off IFU) to treat the disease pathology of idiopathic intracranial hypertension (iih). Pre-dilation was not performed ahead of stent placement. An asahi wire guide was used during the procedure. The patient had no stents previously placed during prior procedures but did exhibit difficult, tortuous anatomy. No resistance was encountered when advancing the delivery system to the target location.